Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast reconstruction with 500cc mentor memorygel breast implants and experienced bilateral rupture and device migration postoperatively. As a result, the patient underwent bilateral device removal and replacement with 555cc mentor memorygel breast implants, catalog number: 3507555mc, serial numbers: (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2014. This report is for the patient's left-sided device.